Event description:
It was reported that this cardiac resynchronization therapy defibrillator system (crt-d) showed in the left ventricular (lv) channel impedance out of range (oor), with readings of 2033 ohms in april 2024 and 2000 ohms recently. The lv lead is known for higher impedance, but the device is functioning as programmed, and magnetic resonance imaging (MRI) protection mode was set. The healthcare provider was advised to monitor the impedance and notify the physician if it exceeds 3000 ohms. No adverse effects were reported, and the lead remains in service.